Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod longer than 48 hours. The patient was unconscious and had trouble breathing. They also mentioned they have chronic pain and psychiatric related issues. The patient was treated with glucose. The patient was released the same day. The pod was worn when seeking medical attention.